Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 2 years, 6 months. It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a history of an unspecified, non-serious gastrointestinal bleeding problem that resolved. The dates of onset and resolution were not provided. Additional information was requested but has not been received. Incidentally, information was also provided that the patient was called from home to the hospital for a heart transplant after almost 2.5 years of lvad support. The patient was very compliant and the pump had been working fine. The transplant went well; however, when the patient came off of bypass and received protamine, the patient experienced a vasoplegic response. The patient was placed back on the heart lung machine. The patient was stabilized and protamine was again administered in the root of the aorta to minimize a possible response; however, the patient again experienced a vasoplegic response, anaphylactic shock and developed gi bleeding. The healthcare professionals could not contain the anaphylactic shock and the bleeding, and the patient subsequently expired. It was reported that the patient did not have problems with anticoagulation before the surgery. No additional information was provided.

Manufacturer narrative:
The pump was not returned to the manufacturer for analysis. A correlation between the device and the reported gastrointestinal bleeding and subsequent patient outcome could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.